Event description:
The customer reported that while the unit was in use on a pt, the unit's arterial line/pressure waveform was displayed as small humps on the bottom of the screen and the readings were low. The pt was switched to another unit and therapy was continued. No pt injury was reported.